Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep clarified that they were told by the physician and the patient that the patient was flipping their pump which caused the catheter to pull-out.

Manufacturer narrative:
Product ID 8596sc, lot/serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type catheter; ubd: 26-oct-2013, UDI#: (B)(4). Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; ubd: 29- jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 6.1 mg/ml of dilaudid at 2.039mg/day and 19.4 mg/ml of bupivacaine at 6.42 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient¿s pump was flipping. It was reported the catheter had twisted and was pulled out of the intrathecal space. The patient was no longer getting medication and went through withdrawal. The event date was provided as (B)(6) 2018. An x-ray was performed and showed catheter was out of the intrathecal space on (B)(6) 2019. The catheters were replaced on (B)(6) 2019. The catheters were discarded and would not be returned for analysis. Of note, a portion of the 8598a catheter (serial number (B)(4)) was left inside the patient. It was indicated the patient went into respiratory distress during the replacement procedure when the incision was being closed. The pump was turned to minimum rate and the patient was admitted to the intensive care unit (ICU). The catheter aspirated fine when connected to the pump, prior to closing. It was reported the issue was resolved at the time of the report ((B)(6) 2019). The patient¿s status was provided as alive - with injury. It was further specified that the patient had been admitted for withdrawal symptoms, including; nausea, vomiting, and altered mental status. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available. Additional information was received from the healthcare provider (hcp). It was reported the patient initially presented with the withdrawal symptoms of nausea, vomiting, and altered mental status on (B)(6) 2018. The patient was evaluated under fluoroscopy and their pump was turned to a minimum rate. On (B)(6) 2018, the patient was taken to surgery and upon closure had respiratory distress and experienced cardiopulmonary arrest due to heart attack. The nurse stated that the heart attack and cardiopulmonary arrest had nothing to do with the device or therapy, was due to anesthesia, and that it was just a general risk of surgery. The patient was transferred to the ICU for care. On (B)(6) 2018 the patient's pump dose was increased back to 50% of their normal starting dose and the patient had recovered.